Manufacturer narrative:
Age at time of event: 18 years or older.

Event description:
It was reported that the balloon ruptured. The 90% stenosed target lesion was located at moderately tortuous and moderately calcified circumflex artery. A 10mmx2.25mm flextome cutting balloon was selected for use. During the procedure, it was noted that the balloon ruptured when inflated in the lesion. The procedure was completed with a different device. No patient complications were reported.

Event description:
It was reported that the balloon ruptured. The 90% stenosed target lesion was located at moderately tortuous and moderately calcified circumflex artery. A 10mmx2.25mm flextome cutting balloon was selected for use. During the procedure, it was noted that the balloon ruptured when inflated in the lesion. The procedure was completed with a different device. No patient complications were reported. Device evaluated by manufacturer: a visual and microscopic examination of the balloon noted that the balloon was unfolded which indicates that the balloon had been subjected to positive pressure. Blood was noted within the balloon material which is evidence of a device leak. The returned device was attached to an encore inflation unit and positive pressure was applied. However, the balloon could not be inflated due to the presence of solidified blood within the balloon and inflation lumen. The device was soaked in a water bath at a temperature of 37 degrees celsius to help soften the solidified blood before further inflation attempts were made. On removal from the bath the returned device was again attached to encore inflation unit and positive pressure was applied when liquid was noted escaping from a pinhole leak in the balloon material approximately 3mm proximal to the proximal edge of the distal markerband. No issues were identified with the balloon material that could have contributed to the complaint incident. A visual and microscopic examination of the blades noted that all blades were present and fully bonded to the balloon material. No damage or any issues were noted with the blades that could have contributed to the complaint incident. Oxidation was noted on the blades. No issues were observed with the tip or markerbands of the device which could have contributed to the complaint incident. A visual and tactile examination identified multiple kinks along the hypotube of the device. This type of damage is consistent with excessive force being applied to the delivery system. No issues were noted with the hypotube that could have contributed to the complaint incident. No other issues were identified during the product analysis.

Manufacturer narrative:
Age at time of event: 18 years or older.